Event description:
It was reported that; pt is experiencing extreme pain, especially while driving. Pt is currently experiencing pain from his back, on the right side down to his knee. Pt stated that, initially, after he had the surgery, he had no pain but as time passed, the pain gradually increased. Pt reported that he went to his family doctor then the family physician told him to go to the chiropractor. Pt also reported that he is currently taking pain medication (vicodin/tylenol and also tramadol).

Manufacturer narrative:
Additional event description: it was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck - stem mechanism of failure. Additional info has been requested and if received will be provided in a supplemental report.